Event description:
It was reported that the patient received a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer loaded a new cartridge and resumed insulin therapy.